Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient¿s existing leads were attached the device and no ventricular pacing was noted. The pacemaker was removed and leads attached to analyzer to pace. Lead analysis shows impedance and threshold measurements were within range. Attempted to reattach pacemaker and once again no ventricular pacing noted. Again, the pacemaker was removed from the leads, pacing provided to leads via analyzer and pacemaker then interrogated with sterile wand cover on programmer head to check polarity. Interrogation showed no polarity switch to unipolar. Device was still bipolar polarity. Physician reattempted to attach pacemaker to lead again and verified the physician could see lead tip beyond set screw. Again, no pacing was seen. Pacemaker again removed and leads attached to analyzer via pacing cables. A new pacemaker generator was handed off and attached to leads and pacing was delivered immediately. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.